Event description:
Rep reported that codman valve seems to be not functioning properly. Lumbar puncture opening pressure was 38 cm h2oi. Pt's visual changes resolved to some extent after the lumbar puncture. Tried re-programming value with standard programmer and vpv programmer. In additional, tried re-programming pt under fluoro without success.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.